Event description:
Report received of no audible alarm tone. The pump was returned to the sterile processing department with an unsigned note that stated, "no audible alarm." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. During testing at the user facility, channel b did not sound an audible alarm tone when powered on. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.